Event description:
A customer from (B)(6) notified biomérieux of false resistant results in association with the vitek® 2 ast-n366 test kit (reference 421853, lot 8161035103). With initial testing for two escherichia coli isolates from the same patient, the customer obtained false resistant results for multiple antibiotics, which included ertapenem. Repeat testing via the same lot of ast-n366 card obtained susceptible results for each of the antibiotics. Disc diffusion testing performed for cefepime and ceftazidime also provided susceptible results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint for false resistant results in association with the vitek® 2 ast-n366 test kit (reference 421853, lot 8161035103). During initial testing for two escherichia coli isolates from the same patient, the customer obtained false resistant results for multiple antibiotics, which included ertapenem. The customer strains were not available for investigational testing. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue. No further investigation could be completed without submission of the isolate from the customer. No cause for the false resistant results can be determined. Ast-n366 lot #8161035103 met final qc release criteria. This lot passed qc performance testing.